Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: (B)(6). (B)(6), md. Office notes. Abdominal exam: surgical scar that¿s well healed extending 2 in. Below nipple line to 4 in. Below umbilicus at midline, palpable abdominal mass consistent with ventral hernia (non-tender), obese, soft, nontender . (B)(6) 2014: (B)(6) hospital. (B)(6), md; (B)(6), md. Emergency department visit. Presented with complaints of diarrhea and abdominal pain. Achy sore upper abdominal pain, ¿like a tooth ache¿, epigastrium, bilateral upper quadrants. Now not having bowel movements for last day. Abdominal exam: mild distention epigastric area. Hernia, in epigastric area and right upper quadrant, moderate tenderness, incarceration not appreciated. Concern for obstruction. Positive flatus and bowel movements, non-tender abdomen. Feels better in ed and only wants acetaminophen from home. Surgery states admission not needed and will see him in 1 week. Stable, discharged home . (B)(6) 2014: (B)(6). (B)(6), md/ (B)(6), md. Radiology-CT abdomen/pelvis. Epigastric pain with history of multiple hernia repairs. Proximal gi tract: proximal alimentary tract is normal in configuration. However, there are fluid filled loops of proximal small bowel which are then decompressed. Decompression of ileum. No small bowel thickening identified. Overall configuration not changed from prior study. Colon: extensive diverticular seen without CT findings of diverticulitis or colitis. Peritoneum: no intra-abdominal abscess identified. Abdominal wall: changes of midline hernia repair noted. Fat-containing repair midline hernia still present. Remaining abdominal wall unremarkable. Impression: fluid filled loops of proximal small bowel with distal decompression. Overall configuration unchanged from (B)(6) 2012. However, given multiple prior surgeries, this raises possibility of intermittent low grade partial small bowel obstructions secondary to adhesive disease . A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® plus biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated investigation conclusions: d17: appropriate code/term not available for ¿false claim¿. H6: health effect impact code: f28: appropriate term/code not available. H6: medical device component: g04088: membrane. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient code(s) (1695, 2240) were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span october 19, 2007 through june 19, 2014 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Medical records from october 20, 2007 through february 3, 2010 were not provided. Patient information: medical history: 1981: gunshot wound torso. Smoking; (B)(6) 2007: quit one year ago; history of 1 pack daily x 30 years. Obesity; (B)(6) 2007: 224 lbs. (B)(6) 2010: 233 lbs. Chronic obstructive pulmonary disease [copd]. Recurrent incisional hernia. Diverticulosis. Diabetes mellitus. Ventral hernia. Surgical procedures: 1981: exploratory laparotomy for a gunshot wound. (B)(6) 2007: laparoscopic repair of ventral hernia. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2010: laparoscopic lysis of adhesions, primary repair of right upper quadrant incisional hernia, port site hernia. Implant: sepramesh. Implant preoperative complaints: (B)(6) 2007: ¿this 59-year-old gentleman had previous exploratory laparotomy for a gunshot wound. He was brought to the operating room for purposes of elective repair of an incarcerated ventral incisional hernia.¿ implant procedure: laparoscopic repair of ventral hernia. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp03/05163082, 10cm x 15cm x 1mm thick, oval]. Implant date: (B)(6) 2007 [hospitalization (B)(6) 2007]. Description of hernia being treated: ¿the abdomen was entered in the right upper quadrant utilizing the open or hasson technique. A 12-mm blunt trocar was placed into the abdominal cavity. The abdomen was insufflated. Under direct vision a right lower quadrant port was placed. There were obvious adhesions and incarcerated omentum in the hernia and to the abdominal wall. The adhesions were divided bluntly and sharply. There were some adhesed loops of small intestine adjacent to the hernia as well. These were divided sharply. When the hernia had been reduced substantially, a left upper quadrant and lower quadrant port were easily placed under direct vision. The hernia was then completely reduced of its incarcerated omentum.¿ implant size and fixation: ¿the hernia was approximately 5 x 5 cm. A 10 x 10 cm ptfe patch was chosen for repair. Stay sutures were placed on each corner of the patch. Patch was rolled and placed intra-abdominally. It was unrolled and the suture passer was used to pass the sutures through the abdominal wall. The patch was then tacked up to the abdominal wall circumferentially, utilizing an endoscopic tacking device. This completed, the patch lay flat. The abdomen was desufflated. The ports were removed. All port sites were closed with fascial sutures of 0 vicryl, subcutaneous interrupted sutures of 3-0 vicryl, and skin closure of 4-0 monofilament absorbable suture.¿ (B)(6) 2007: discharge instructions. ¿no heavy lifting. No strenuous activity.¿ relevant medical information: (B)(6) 2010: ¿comes in with sob [shortness of breath], cough, sputum and fever x 3 days. Positive cough with greenish sputum. Impression: lll [left lower lobe] pneumonia with asthma flare.¿ (B)(6) 2010: inpatient hospitalization. Laparoscopic lysis of adhesions, primary repair of right upper quadrant incisional hernia, port site hernia. Implant: sepramesh. (B)(6) 2010: indication: ¿this 61-year-old gentleman had a previous gunshot wound to the abdomen and developed an incisional hernia which was repaired laparoscopically previously. The patient had developed a recurrent hernia, both in the port site and in the lower aspect of his midline incision, and was brought to the operating room for repair.¿ findings: ¿omental adhesions and two separate incisional hernias.¿ procedure: ¿the abdomen was entered in the left quadrant, utilizing the open or hasson technique. The abdomen was insufflated with co2. A left lower quadrant port was placed and a lysis of adhesions was accomplished to allow a right quadrant port to be placed. There was a periumbilical midline incisional hernia which was easily apparent. The omentum was able to be mobilized from the abdominal wall. There was one loop of small bowel which was adherent to the omentum, which was not handled in any way. This was checked medially upon lysis of adhesions and found to be intact, and without any damage to the serosa. There were also omental adhesions adherent to the right upper quadrant where the patient had another clinically apparent hernia. The adhesions were lysed, and there was indeed a port site hernia in the right upper quadrant. With this completed and all of the adhesions completely lysed, a careful check of the small bowel and omentum was made for hemostasis and viability of the small bowel. With this completed, and the small bowel completely intact, the right upper quadrant incision was closed in a primary manner by placing percutaneous sutures through the abdominal wall utilizing a suture passer. The sutures were tied down. Three separate sutures were used to close this incision. With this completed, a 6 x 4-inch sepramesh patch was prepared with a stay suture in the center. The patch was prepared, rolled and placed intra-abdominally, where it was unrolled. The central suture was passed through the abdominal wall at the supraumbilical position. The patch was pulled up against the abdominal wall and tacked circumferentially utilizing an endoscopic tacking device. With this completed, the patch lay flat against the abdominal wall. It was flat and without any pleats. The ports were removed. The abdomen was desufflated. The port sites were closed with subcutaneous 3-0 vicryl sutures and 4-0 absorbable monofilament suture on skin.¿ (B)(6) 2010: discharge summary. Hospital course: ¿ng tube placed after failure to return bowel function. CT of abdomen and pelvis on (B)(6) 2010, showed partial bowel obstruction inflammatory changes of the right abdominal wall, diverticulosis, atelectasis. Progressed with care with return of bowel function and was advanced through a diet. No heavy lifting. No strenuous activity.¿ (B)(6) 2012: CT abdomen/pelvis: ¿indication: abdominal pain. Findings: gi: there is mild dilation of the small bowel, proximal and extending distally. There are focal areas of bowel wall thickening. There are thickened valvulae conniventes. There are multiple diverticula throughout the colon. Musculoskeletal: postsurgical changes of the anterior abdominal wall, representing ventral hernia repair, and mesh are again noted. There is rectus abdominis diastases, at the level of the liver, causing a herniation containing fat. The hernia neck measures 3.4 cm. There is a tinier hernia, a few centimeters inferior, containing fat the hernia neck width of 0.6 cm. There is a supraumbilical right paramedian hernia containing fat at the level of the inferior lobe of the liver. The hernia neck width measures 1.8 cm. There is a right spigelian hernia containing fat; the hernia neck width measures 3.4 cm. Impression: mildly distended loops of small bowel with focal areas of bowel wall thickening and thickening of valvulae connivant is representing adynamic ileus due to infectious/inflammatory cause (enteritis). Adherent loops of small bowel to the anterior abdominal wall, at the level of the umbilicus, secondary to adhesions. No obstruction. Diverticulosis. Cholelithiasis. Multiple midline hernias of the anterior abdominal wall containing fat and right fat containing spigelian hernia.¿ (B)(6) 2013: abdominal exam: ¿surgical scar that¿s well healed extending 2 in. Below nipple line to 4 in. Below umbilicus at midline, palpable abdominal mass consistent with ventral hernia (non-tender), obese, soft, nontender.¿ (B)(6) 2014: emergency department. ¿presented with complaints of diarrhea and abdominal pain. Achy sore upper abdominal pain, ¿like a tooth ache¿, epigastrium, bilateral upper quadrants. Now not having bowel movements for last day. Abdominal exam: mild distention epigastric area. Hernia, in epigastric area and right upper quadrant, moderate tenderness, incarceration not appreciated. Concern for obstruction. Positive flatus and bowel movements, non-tender abdomen. Feels better in ed and only wants acetaminophen from home. Surgery states admission not needed and will see him in 1 week. Stable, discharged home.¿ (B)(6) 2014: CT abdomen/pelvis: ¿epigastric pain with history of multiple hernia repairs. Proximal gi tract: proximal alimentary tract is normal in configuration. However, there are fluid filled loops of proximal small bowel which are then decompressed. Decompression of ileum. No small bowel thickening identified. Overall configuration not changed from prior study. Colon: extensive diverticular seen without CT findings of diverticulitis or colitis. Peritoneum: no intra-abdominal abscess identified. Abdominal wall: changes of midline hernia repair noted. Fat-containing repair midline hernia still present. Remaining abdominal wall unremarkable. Impression: fluid filled loops of proximal small bowel with distal decompression. Overall configuration unchanged from (B)(6) 2012. However, given multiple prior surgeries, this raises possibility of intermittent low grade partial small bowel obstructions secondary to adhesive disease.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05163082. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Hold for cs 09.27.2023

Manufacturer narrative:
Added patient weight. Added medical history. Conclusion code remains unchanged. Added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to 10/19/2007 were not provided. On (B)(6) 2007: operative report. Postop diagnosis: incarcerated ventral incisional hernia. Procedure: laparoscopic repair of ventral hernia. Assistant: (B)(6), md. Complications: none. Operation: ¿this 59-year-old gentleman had previous exploratory laparotomy for a gunshot wound. He was brought to the operating room for purposes of elective repair of an incarcerated ventral incisional hernia. The patient was placed on the operated room table in the supine position. After achievement of satisfactory general anesthesia, the patient¿s abdomen was prepared with povidone iodine solution and draped in a sterile fashion. I was present for the entire procedure. The abdomen was entered in the right upper quadrant utilizing the open or hasson technique. A 12-mm blunt trocar was placed into the abdominal cavity. The abdomen was insufflated. Under direct vision a right lower quadrant port was placed. There were obvious adhesions and incarcerated omentum in the hernia and to the abdominal wall. The adhesions were divided bluntly and sharply. There were some adhesed loops of small intestine adjacent to the hernia as well. These were divided sharply. When the hernia had been reduced substantially, a left upper quadrant and lower quadrant port were easily placed under direct vision. The hernia was then completely reduced of its incarcerated omentum. The hernia was approximately 5 x 5 cm. A 10 x 10 cm ptfe patch was chosen for repair. Stay sutures were placed on each corner of the patch. Patch was rolled and placed intra-abdominally. It was unrolled and the suture passer was used to pass the sutures through the abdominal wall. The patch was then tacked up to the abdominal wall circumferentially, utilizing an endoscopic tacking device. This completed, the patch lay flat. The abdomen was desufflated. The ports were removed. All port sites were closed with fascial sutures of 0 vicryl, subcutaneous interrupted sutures of 3-0 vicryl, and skin closure of 4-0 monofilament absorbable suture. Gauze dressings were applied. The patient was taken directly to pacu in stable condition.¿ on (B)(6) 2007: implant sticker. Product: gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp03. Lot batch code: 05163082. Manufacturer: w.l. Gore & associates. Size: 10.0 cm x 15 cm x 1.0 mm. Exp: 2010-05. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp03/05163082) was implanted during the procedure. On (B)(6) 2007: discharge instructions. No heavy lifting. No strenuous activity. Records between 10/19/2007 and 2/4/2010 were not provided. On (B)(6) 2010: history and physical. Hpi: comes in with sob, cough, sputum and fever x 3 days. + cough with greenish sputum. Impression: lll pneumonia with asthma flare. On (B)(6) 2010: operative report. Pre/postop diagnosis: recurrent incisional hernia. Procedure: laparoscopic lysis of adhesions, primary repair of right upper quadrant incisional hernia, port site hernia. Repair of incisional hernia at the periumbilical midline with mesh. Assistants: (B)(6), md. Complications: none. Findings: ¿omental adhesions and two separate incisional hernias. Indication: this 61-year-old gentleman had a previous gunshot wound to the abdomen and developed an incisional hernia which was repaired laparoscopically previously. The patient had developed a recurrent hernia, both in the port site and in the lower aspect of his midline incision, and was brought to the operating room for repair. Description of procedure: the patient was placed on the operating table in supine position after achievement of satisfactory general anesthesia. His abdomen was prepared with povidone iodine solution and draped in sterile fashion. I was present for the entire procedure. The abdomen was entered in the left quadrant, utilizing the open or hasson technique. The abdomen was insufflated with co2. A left lower quadrant port was placed and a lysis of adhesions was accomplished to allow a right quadrant port to be placed. There was a periumbilical midline incisional hernia which was easily apparent. The omentum was able to be mobilized from the abdominal wall. There was one loop of small bowel which was adherent to the omentum, which was not handled in any way. This was checked medially upon lysis of adhesions and found to be intact, and without any damage to the serosa. There were also omental adhesions adherent to the right upper quadrant where the patient had another clinically apparent hernia. The adhesions were lysed, and there was indeed a port site hernia in the right upper quadrant. With this completed and all of the adhesions completely lysed, a careful check of the small bowel and omentum was made for hemostasis and viability of the small bowel. With this completed, and the small bowel completely intact, the right upper quadrant incision was closed in a primary manner by placing percutaneous sutures through the abdominal wall utilizing a suture passer. The sutures were tied down. Three separate sutures were used to close this incision. With this completed, a 6 x 4-inch sepramesh patch was prepared with a stay suture in the center. The patch was prepared, rolled and placed intra-abdominally, where it was unrolled. The central suture was passed through the abdominal wall at the supraumbilical position. The patch was pulled up against the abdominal wall and tacked circumferentially utilizing an endoscopic tacking device. With this completed, the patch lay flat against the abdominal wall. It was flat and without any pleats. The ports were removed. The abdomen was desufflated. The port sites were closed with subcutaneous 3-0 vicryl sutures and 4-0 absorbable monofilament suture on skin. Gauze dressings were applied and the patient was taken directly to pacu in stable condition.¿ on (B)(6) 2010: discharge instructions. No heavy lifting. No strenuous activity. 03/22/2010: [missing records: records for CT scan showing ¿partial bowel obstruction inflammatory changes of right abdominal wall, diverticulosis¿ were not provided.] On (B)(6) 2010: discharge summary. Admitting diagnosis: ileus. Hpi: had ventral hernia repair friday before admission. Procedure was done laparoscopically. Hospital course: ng tube placed after failure to return bowel function. CT of abdomen and pelvis on (B)(6) 2010, showed partial bowel obstruction inflammatory changes of the right abdominal wall, diverticulosis, atelectasis. Progressed with care with return of bowel function and was advanced through a diet. On (B)(6) 2011: office notes. Cc: bloating and change in bm. Exam: unremarkable except reducible ventral hernia. On (B)(6) 2012: radiology¿CT abdomen/pelvis w/o contrast. Indication: abdominal pain. Findings: gi: there is mild dilation of the small bowel, proximal and extending distally. There are focal areas of bowel wall thickening. There are thickened valvulae conniventes. There are multiple diverticula throughout the colon. Musculoskeletal: postsurgical changes of the anterior abdominal wall, representing ventral hernia repair, and mesh are again noted. There is rectus abdominis diastases, at the level of the liver, causing a herniation containing fat. The hernia neck measures 3.4 cm. There is a tinier hernia, a few centimeters inferior, containing fat the hernia neck width of 0.6 cm. There is a supraumbilical right paramedian hernia containing fat at the level of the inferior lobe of the liver. The hernia neck width measures 1.8 cm. There is a right spigelian hernia containing fat; the hernia neck width measures 3.4 cm. Impression: mildly distended loops of small bowel with focal areas of bowel wall thickening and thickening of valvulae connivant is representing adynamic ileus due to infectious/inflammatory cause (enteritis). Adherent loops of small bowel to the anterior abdominal wall, at the level of the umbilicus, secondary to adhesions. No obstruction. Diverticulosis. Cholelithiasis. Multiple midline hernias of the anterior abdominal wall containing fat and right fat containing spigelian hernia. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence".

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® plus biomaterial was implanted. The following was reported: ¿on (B)(6) 2010, the patient required surgery due to recurrence and extensive adhesions secondary to the gore mesh. The adhesions were lysed and a new mesh was placed". It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages. Additional event specific information and medical records have been requested.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.